Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of aseptic (non-infected) tibial loosening, which damaged the bond of the implant to the bone and led to pain.

Event description:
Index surgery: (B)(6) 2010. Revision due to tibial loosening.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2010. Revision due to tibial loosening.